Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16251.

Manufacturer narrative:
H11: b5: philips received a complaint by the customer on the v60 indicating that the battery was not working. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported patient or user harm. The remote service engineer (rse) reported that troubleshooting was not needed and requested onsite service for repair. Once arriving onsite, the fse confirmed that the power cord was faulty, and the battery was too depleted to recharge. The customer provided the replacement battery, and after charging the battery and running the relevant performance assurance (pa) tests, the fse confirmed that the device passed and was returned to service. The investigation concludes that no further action is required at this time.

Event description:
It has been reported the battery is not working.

Manufacturer narrative:
Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.